Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message. The device was not in use on a patient.

Manufacturer narrative:
The actual device was returned to philips bench where the technician confirmed the reported no audio issue. Testing of the device found the speaker malfunctioned. The speaker was replaced. Additional parts were replaced/updated as part of the refurbishment process per procedure (B)(4); there was no actual malfunction of these parts. The case was found to have a stain and the bezel with scratches, all of which is not considered a malfunction of the device and is related to user handling. The device was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.